Event description:
A consumer reported that following intraocular lens (iol) implant surgery, it "seems like I did not have surgery". The consumer reported that her left eye was corrected for distance, but she cannot see at all in the distance, her vision is blurry. The consumer later reported that her near vision was also affected. In a f/u, the surgeon reported he had aimed for plano when performing the consumer's implant procedure, but the consumer still had a refractive error. Her corrected va following the procedure was 20/20. He does not feel the lens caused or contributed to the event. The surgeon reported the event continues, the consumer does not desire a lens exchange for lasik. She is considering being fitted for contact lenses.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The product investigation could not identify a root cause. There have no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2013. (B)(4).